Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Mfg site evaluation: samples received: 16 unopened racepacks. There are no previous complaints of this code/batch. There are no units in OEM stock. Needle attachment test results of the samples received fulfill the requirements of the OEM. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventative actions: not applicable.

Event description:
Country of complaint: (B)(6). Needle detachment.